Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. Reportedly, customer will continue to use the pump for insulin therapy.